Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
No service was requested by the hospital facility and no parts were replaced on the ventilator system. Our investigation consists of an evaluation of information from the hospital facility and the received ventilator logs. The event log confirms several alarms have been generated for low o2 concentration as well as alarms for low o2 supply pressure. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check two days prior the given event date. When the user facility connects the ventilator to an o2 cylinder there are no alarms for low o2 concentration, which indicates that the alarms are generated due to a problem with the wall gas supply in the hospital. According to the hospital, the fault was in the end traced to be a high pressure blender (a third party product, not a maquet product) that contaminates the o2 supply line with air and as a result the percentage of o2 is reduced. This was detected by the ventilator and alarms were provided as expected. There was no ventilator malfunction during the time of the event.

Event description:
Manufacturer's ref #:(B)(4).